Event description:
This lead was explanted and retained by the hospital due to intermittent loss of capture while upgrading the pt to an ICD. Should additional info become available, this record will be updated.